Manufacturer narrative:
The left and right sides of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to 20.0 mmol (360 mg/dl) while wearing the device between 1 to 4 hours. It was found by device investigation the left and right sides of the exposed soft cannula were observed to be torn, resulting in a fluid leak. Investigation of the pod found a tear in the cannula. The device was originally reported leaking during wear.

Manufacturer narrative:
After internal review on 29apr2026 g3 (date received by manufacture) for MDR 3004464228-2025-62652-00 should have been 18nov2025.